Event description:
Volume discrepancy was initially reported on (B)(6) 2011 by the hcp (health care professional): arv (actual reservoir volume): 20, erv (expected reservoir volume): 14.4. It was stated that this was the second refill post implant in which they only filled with 20ml. At the first refill they got all 40ml back. There were no signs of stalls in the logs and everything appeared normal. They were planning on doing a roller study to confirm pump function and a revision surgery during which they will assess catheter patency and proper connection. It was later reported that they suspected that the pump had a "motor stall as they thought it was empty due to programming error." It was unclear for how long the motor stall was stated. The drug infused was compounded baclofen. Pt experienced "markedly increased leg tightness". The pump was replaced. Pt's legs were "very tight again as baclofen dose was gradually increased post replacement".

Manufacturer narrative:
(B)(4).